Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8840, serial# unknown, product type: programmer, physician. Other relevant device(s) are: product ID: 8840, serial/lot#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received unknown morphine (unknown concentration and dose) in an im plantable pump for non-malignant pain and failed back surgery syndrome. The patient's wife contacted the manufacturer representative on (B)(6) 2019, regarding the patient therapy manager (ptm) not working again. The manufacturer representative had reportedly contacted the manufacturer regarding a replacement, but need the ptm serial number to process the replacement. The ptm reportedly sometimes worked, but most of the time did not give the patient an extra dose of medication. The patient would receive the 8286 code on the ptm when trying to request a bolus. Patient services reviewed the code received indicated a critical empty reservoir alarm occurred and there was no longer medication in the pump. It was also reviewed that getting a replacement programmer would not resolve the issue. The reporter was redirected to contact their health care provider (hcp). The reporter than indicated the 8286 error code was seen last month and the hcp indicated there was medication left. The reporter stated the hcp was located far away. The issue reportedly began in the past 6 months. No patient symptoms were reported. No complications were reported/anticipated. Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated there was no indicated a bolus denial screen was ever seen on the ptm. The cause of the empty pump 8286 code was not determined. As of (B)(6) 2019, interrogation had not been completed to determine if the pump was appropriately updated or when the alarm occurred via pump logs. The actual residual volume was not available. The manufacturer representative was not present at the refills. No further actions were taken at this time to resolve the issue. (B)(6) 2019, (B)(6): the document contained no new information.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.